Manufacturer narrative:
Should additional information become available, a supplemental record will be file.

Event description:
The dealer states that the unit is not alarming 8581 hours, no patient use.